Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4), (B) (4) to submit this situation. Problem: on this image processing system, the site has stated that the images of one pt are going into another pt's folder.

Manufacturer narrative:
Conclusions - investigation has determined this to be a software related problem. The field change order (fco), (B) (4) will correct the issue.